Event description:
It was reported that high pacing threshold and lead dislodgment were observed. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.